Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function, the upper trigger was binding/sticking and an excessive amount of an unknown liquid/substance was found on electronic and mechanical components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion of the device during cleaning and improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that nothing happened sometimes when the trigger was pulled on the small battery drive device. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. The same device was used to successfully complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.